Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the leads and battery were implanted in 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the physician programmer (8840) displayed a "device has undergone a reset" message during interrogation for voltage and impedance testing for a possible battery replacement. The rep reported the ins settings returned to defaults of: electrode 0 cathode, electrode 3 anode, rate of 30 and p/w 210. The rep could not achieve the desired settings at 2.5v due to reset message recurring upon adjustment. The rep also reported the initial battery voltage was at 2.21v which bounced back to 2.6 during the 8840 interrogation. The rep said that impedances observed during impedance test were: 0-3 "around 400" and 4-7 >4k. The rep stated the patient hasn't used ins for the last 10 years. Technical services reviewed low voltage expectations for the ins and resets occurring as anticipated at 2.21v and the voltage change from 2.21v to 2.6v. No symptoms were reported. No further complications were reported/anticipated.